Manufacturer narrative:
Date of event b3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem due to a fluid loss. The ipp was explanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem due to a fluid loss. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
Date of event b3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4). Updated evaluation conclusion codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders and pump were microscopically inspected and leak tested; the pump was also functionally tested. It was identified a hole in the outer tube from wear in the proximal end of one of the cylinders. Leak testing revealed a leak from the observed hole in the proximal end. Regarding the other cylinder, it did not pass the leak testing as it had a hole from sharp instrument that occurred during explant. Both cylinders had had wear at fold in the proximal end, middle, and distal end. The pump passed both visual and leak testing, but it did not pass activation tests. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem and fluid leak.